Manufacturer narrative:
The manufacturer received information regarding a ds2adv auto CPAP. The user alleged of having sleep issues, respiratory congestion and mucas. There was no report of serious or permanent patient harm or injury. After further review, the device involved in this report has been determined to be out of scope of the referenced recall. Based on the information available, this complaint is considered not reportable.

Event description:
The manufacturer received information regarding a ds2adv auto CPAP. The user alleged of having sleep issues, respiratory congestion and mucus. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.